Event description:
It was reported that during a photoselective vaporization procedure of the prostate for benign prostatic hyperplasia, the tip of the fiber broke. The procedure was completed using another fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber identified that the glass and metal caps were detached. The detached caps were not returned with the fiber; therefore, the levels of devitrification and detritus could not be determined. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. Based on analysis result, the interaction between the user and device caused or contributed to the reported event and damage to the tip. Continuous elevated temperature can lead to fiber damages including glass and metal cap detachments. According to the device instructions for use, the user is to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate for benign prostatic hyperplasia, the tip fiber broke. The procedure was completed using another fiber. There were no patient complications.